Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that   the therapy was helping the patient but not enough/not a 50% reduction in symptoms, that the patient was still having to do catheterization. The caller confirmed that catheterization was the patient's standard of care prior to having the implant. Patient services asked the caller when the issue began, and the caller said that the last time they went to the patient's healthcare provider's (hcp's) office, leading up to that appointment, they noticed the patient had to catheterize a lot more and they discovered at the appointment that the therapy had been turned off. The caller stated they did not know what happened, but they had to restart the therapy at that point. Patient services asked the caller if they thought perhaps the pr ogram had been changed but the therapy had just not been turned back on, and the caller did not know. They never gave a specific date for when the issue began. The caller said they thought they needed to increase the stimulation and had called for assistance. Patient services reviewed therapy expectations and programming, stimulation, and ins battery longevity considerations with the caller, and the caller was able to successfully connect to the patient's settings. The therapy was on, on program 1 at 2.7 ma. The caller said the last time they increased had been several months ago. The caller opted to stay on program 1 and increased the stimulation to a level where the patient felt it comfortably at 3.3 ma. The patient was going to monitor their symptoms now that a change had been made, make an additional adjustment or call back for assistance if needed, and reach out to their managing health care provider for further concerns about their symptoms. It was reviewed with the caller that if the therapy still did not help at their current level, they may want to consider switching to a new program, and the caller and patient should follow up with the patient's hcp about the patient's symptom concerns and potential programming guidance. The caller inquired how to switch programs, and patient services reviewed it.. The caller said they may just change the patient to a new program on their own if the therapy still did not help, but for now they'd monitor the patient's symptoms. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.